Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during laser procedure on a patient's left eye, suction was released as a result of sharp and sudden movement of the patient. Laser process was finalized at 30%. Surgery was delayed by the surgeon and photo refractive keratectomy was performed. No patient harm was reported.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company's acceptance criteria. The root cause can be determined by the patients movement. A possible contributing factor might be the event of pseudosuction. There is no indication a device malfunction caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).